Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added/corrected which was not included/incorrect in the initial report. The information has been provided in section b2, b5, d10, h6 (health effect - impact code, type of investigation, investigation findings) with this report.

Event description:
Customer has been using insulin pump system within 48 hours of reported high bg event. The insulin pump auto mode/smartguard feature was active at time of high bg event. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08630 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of (B)(6) 2023, there is no unexpected alarms/suspends and no bolus recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered: 120250 (12.025 u) dailytotalofbasalinsulindelivered: 120250 (12.025 u) dailytotalofbolusinsulindelivered: 0 (0 u) in further full review of the pump history/traces on the ss event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered: 771500 (77.15 u) dailytotalofbasalinsulindelivered: 282500 (28.25 u) dailytotalofbolusinsulindelivered: 489000 (48.9 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event dates (B)(6) 2023 (per ss event date)/(B)(6) 2023 (per customers note) in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 09:30:00.000 (B)(6) 2023 19:09:00.000 (B)(6) 2023 18:11:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 18:27:00.000 (B)(6) 2023 18:37:12.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2023 21:12:34.000 (B)(6) 2023 21:13:19.000 (B)(6) 2023 00:27:12.000 (B)(6) 2023 00:28:02.000 (B)(6) 2023 00:29:01.000 sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2023 02:39:40.000 (B)(6) 2023 03:09:41.000 (B)(6) 2023 03:44:40.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:55:25.000 (B)(6) 2023 11:05:00.000 pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:06:13.000 pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:06:13.000 (B)(6)2023 11:06:13.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:06:53.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:07:26.000 (B)(6) 2023 11:07:33.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm noted 1 week prior to the event dates (B)(6) 2023 (per ss event date)/(B)(6) 2023 (per customers note) in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Power loss alarm was expected since the battery was removed for more than 10 minutes. Per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed due to memory corruption. Suspected on hw. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 14:08:56.000 no unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. However, per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed (according in the formatted history file) due to memory corruption. Suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated description: the insulin pump was returned for analysis.

Event description:
Information received by medtronic indicated the customer hospitalized due to a high blood glucose on (B)(6), 2023 with blood glucose level of 400 mg/dl. The customer alleged the insulin pump was under delivering insulin. Customer had symptoms such as headache. Customer was unable to complete carelink upload. Customer also reported that insulin pump did not pass the pressure test after multiple attempted and the customer had been receiving many transmitters and the connection but, issue persisted. Customer stated that changed the infusion set 3 times that day and she got the infusion set message on the 3 sets and then changed the entire set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g series insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.